Event description:
It was reported that while tightening the nail, the drive bolt snapped. Fragment remains in the implanted nail. Patient outcome: no adverse effect reported as a result of this event.